Event description:
Patient undergoing laparoscopic rou-en-y gastric bypass and oversewing of gastric remnant. An upper gastric pouch was then created with sequential firings of the ethicon 60-mm gia stapler using the 3.8-mm cartridge loads. During the firing of the first cartridge, it appeared though there may have been a misfire of the stapler. There was an area along the staple line where the staples were malformed. For this reason, a gastric remnant was oversewn with mutiple interrupted sutures of imbricating 2-0 vicryl. The entire staple line was reinforced. Careful examination of the gastric pouch was carried out and it appeared the staple line was intact. The patient was gastroscoped at this point and with positive insufflation of air, there was no evidence of any air leak.